Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging, when the protective sheath of the 3.5 x 12 mm vision stent delivery system (sds) was removed, the stent came off the sds balloon and remained partially in the protective sheath. There was no resistance noted during removal of the sheath. The sds was not used and there was no patient involvement. A new vision sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.